Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Event description:
The customer reported that a healthcare worker (hcw) experienced contact with hydrogen peroxide while removing a load from a completed sterrad 100s. The hcw went to the emergency room where the doctor applied a band aid on the hcws right thumb and did not prescribe any treatment or medication. The hcw symptoms included tingling and whiteness. The hcw was not wearing ppe when removing the load. It was reported that there was no moisture noted on the outside of the load.

Manufacturer narrative:
Asp investigation results: the sterrad 100s cycle had no cancellation or failure and was completed without any malfunction. Preventative maintenance (pm) levels 1 and 2 were performed on the sterilizer on (B)(4) 2009 and (B)(4) 2010. This maintenance was performed prior and after this incident and was successfully completed. No issues were detected with the unit during the pms. The complaint trend for h2o2 contact issues on the sterrad 100s was reviewed. The overall trend has been below the upper control limit (ucl). The dpmo analysis for the most recent month ((B)(4) 2010) indicates that the trend is within the control limit and is considered to be low risk. Based on the service and complaint history of this machine from the last six months ((B)(4) 2009 through (B)(4) 2010), there is not a trend of the h2o2 skin contact issue. The health hazard evaluation (hhe) was reviewed for skin contact, h2o2 issue. The hhe health index is a 3 or none/ negligible. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The system hazard and user misuse analysis (shuma) shows that the risk index associated with exposure to h2o2 residue on the load surface is 3, which is category I or "broadly acceptable risk". A review of the device history record for this sterrad 100s system ((B)(4), released on 11/10/05) shows that the system met all specifications at the time of release for shipment and there were no issues related to this failure mode. No further action is required at this time. Asp will continue to track and trend the issue.